Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend was rising. It was noted on (B)(6) 2015, the rv pacing impedance measured 3477 ohms, which has been steadily rising and variable. Last measured was 4047 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a suspected lead fracture. The patient will continue to be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.